Manufacturer narrative:
As reported in a research article, a patient underwent a mitral valve replacement with a 27mm epic valve due to infective endocarditis in may 2020. An event of fever, infection, vegetation, and valve explant was reported. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The article, "case report that re-manougian procedure and double valve replacement was performed on the patient, who suffered from recurrence prosthetic valve endocarditis after double valve replacement and a manougian procedure" , was reviewed. This article presented a case study of a (B)(6) male with a diagnosis of prosthetic valve endocarditis (caused by streptococcus sanguinis) in may of 2020. Due to the infective endocarditis, severe aortic regurgitation (ar), mitral regurgitation (mr), abscess at the valve annulus, perforation from the left ventricular outflow tract (lvot) to left atrium, the patient required a aortic valve replacement (avr) with a 23mm non-abbott valve (inspiris) and a mitral valve replacement (mvr) with a 27mm sjm epic valve. The valves were implanted respectively. A manougian procedure ((lvot, aorta and left atrium roof reconstruction by bovine pericardium) was concomitantly conducted as well. In december of 2020, the patient arrived in the emergency room outpatient clinic with a complaint of a fever. Streptococcus sanguinis was detected via blood culture. Transesophageal echocardiogram (tee) revealed multiple vegetation on the mitral valve area and thickened left atrium wall where it had been reconstructed by a patch. Although antibiotics was administered for one week, the patient's high fever persisted. Semi-emergency surgery was decided. White purulent drainage was confirmed at the reconstruction area by the patch. Multiple vegetation was observed on both aortic and mitral valve and intracavity of the left atrium. The patch infection was also confirmed. Both prosthetic heart valves and the patch were all removed from the patient. A redo double valve replacement was completed with a 21mm non-abbott valve (inspiris) at the aortic valve and a 27mm sjm epic valve at the mitral valve. Reconstruction by the bovine pericardium of exact same area for previous surgery (re-manougian procedure) was also conducted. The patient was taken off the heart-lung machine under intra-aortic balloon pump (iabp) controlled. Iabp was removed on postoperative day one. The patient extubated on postoperative day two. Intraoperative blood culture was all negative. Echocardiography on intraoperative detected no anomalies. Antibiotics were administered via intravenous drip for six weeks after the surgery. The patient was then discharged from the hospital uneventfully. No recurrence of infectious endocarditis has been observed at 5 month since the surgery.